Manufacturer narrative:
Per the baxter user manual: to install the pendant into the siderail 1. Position the pendant next to the opening in the intermediate siderail or head-end siderail, depending on the cable length. 2. Insert the top edge of the pendant into the siderail so it engages the upper section of the siderail. 3. Rotate the lower edge of the pendant in until it clicks into position inside the siderail. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jul 30, 2021 it is unknown if the facility performed any other preventative maintenance on this bed. The account will repair the bed themselves. Based on this information, no further action is required. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
On 04-feb-2026, a other health care professional contacted technical service to report that versacare frame (product code p3200b000019, serial number (B)(6)), when you plug the bed in, the up and down functions will start automatically. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.